Manufacturer narrative:
The intraocular lens was received and measured for diopter. Results showed the lens measured 20.0 d and is correct as labeled. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol. All available information has been reported.

Manufacturer narrative:
The intraocular lens was received and is currently being evaluated at the manufacturing site. Attempts to obtain the lens serial number from the physician have been unsuccessul, precluding a review of the manufacturing records. An update to this report will be submitted upon completion of the investigation.

Event description:
Amo received a report that a patient's intraocular lens (iol) was removed and replaced without complication one day after the initial implant. The cause of the iol explant was unexpected postoperative refraction.